Event description:
Additional information was received indicating that the increased capture threshold resulted in loss of capture. The rv lead was explanted and replaced to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the clinic after experiencing syncope. Increased capture threshold and decreased sensing was observed on the right ventricular (rv) lead. An x-ray was performed and a dislodgement of the rv lead was confirmed and perforation was suspected. A computed tomography (CT) scan confirmed the perforation. The rv lead was programmed to inactive and patient was transferred to a different clinic and awaits a revision procedure. The patient was stable and will continue to be monitored.